Event description:
It was initially reported that the device had its service indicator illuminated and logged multiple event codes. After initial evaluation by physio-control, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an open internal connection within the high energy storage capacitor. The customer was provided with a replacement device.